Manufacturer narrative:
Upon visual inspection, the device was found to have socket corrosion and damaged link with fins. The corroded socket can cause or contribute to the device unintentionally running and link with fins cracked can cause or contribute to broken blade and retention issues. The device was repaired and returned to the user facility.

Event description:
It was reported that during preparation for use at the user facility, the micro sagittal saw had damaged link with fins component on the sagittal head assembly of the device. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was also reported that during testing conducted at the manufacturer facility the micro sagittal saw was running while in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.